Manufacturer narrative:
The pacemaker was implanted for 154 months. As a first step of the analysis the pacemaker was subjected to an electrical incoming inspection. The pacemaker was not interrogatable and no pacing output was present, confirming the clinical observation. Therefore, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies and the battery was found to be fully depleted but not defective. Next, the electronic module was attached to an external power supply. An interrogation of the device was properly feasible and the antibradycardia therapy functions proved to be within specification. There was no indication of a device malfunction. The memory content of the device was not restorable due to the battery depletion. Therefore, the parameters programmed while implanted and in service were not determinable. However, the amount of charge taken from the battery was verified. After an implantation duration of 154 months, the battery condition was anticipated. In summary, the battery of the pacemaker was found to be fully depleted. The electronic module was attached to an external power supply and the device was proved to be within specification. In particular the current consumption was normal. The analysis of the pacemaker revealed no indications of a material or manufacturing problem.

Event description:
Device explanted due to being at eos. No adverse patient events reported. Should additional information become available, it will be added to this file.